Event description:
Procedure type: hernia. According to the reporter: alleged product involved "pritex dual mesh with prolene sutures". I have been having significant complications as a result of this hernia mesh. The mesh is applied to my small bowel. This has created a great deal of pain. This injury was discovered on (B)(6), 2011 through a CT scan. I have been considering surgery to help alleviate the pain, and perhaps remove the mesh. I have been taking over the counter medicines for the pain.

Manufacturer narrative:
(B)(4)